Event description:
A report was received that the patient woke up from the procedure in severe pain. It was also reported that the probes were moving around the patient's spine affecting his movement. The patient could not literally move. The patient was able to move after having the trial ended.